Event description:
Customer reported when the sensor belt is securely closed, the alarm continues to sound. Customer did not provide a date when issue was discovered. No patient incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned sensor did not confirm continuous sound. The sensor belt was tested with a known working alarm and the alarm does not sound when the male buckle of the sensor belt is detached. Further investigation revealed that the wire inside the sensor belt has been bent and broken. (B)(4).